Event description:
Patient was revised due to pain.

Event description:
Patient was revised due to pain. Per postoperative notes, the patient was also revised to address metallosis. **update** (B)(4) 2012 litigation papers allege that patient suffered acetabular cup detachment, disconnection, creation of metallic debris and/or loosening, pain, inhibition of the ability to walk, unnecessary and additional surgery. There is no new information that changes the outcome of the investigation. **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Litigation papers allege that patient suffered acetabular cup detachment, disconnection, creation of metallic debris and/or loosening, pain, inhibition of the ability to walk, unnecessary and additional surgery. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.